Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump beeped abnormally during alarms and intermittently skipped beeps during bolus deliveries. The customer stated that the beeps would sometimes give a distorted sound. The most recent blood glucose reading was 78 mg/dl. He also noted that the insulin pump made extended noises when he pressed the buttons. He stated that when he pressed act, the device made a high pitched tone about 10 times. The insulin pump passed the self test. After several attempts to resolve the beep anomaly issue, the customer was advised that the insulin pump would be replaced. Nothing further reported.